Manufacturer narrative:
Additional investigation for this event revealed the following information: the product was discarded by the account and will not be returned for analysis. The shaft separation occurred at the mid-point of the catheter. The lesion was located at the mid-circumflex (vessel diameter was 2.5mm), calcified and tortuous. The lesion was pre-dilated with a 2.5x18mm balloon inflation time and pressure is unknown. A balloon rupture did not occur. The balloon slightly inflated to 3-4 atms and then it lost pressure. There were no cracks noted along the system and a kink did not occur. The entire system was retrieved successfully and stent dislodgment did not occur even though the stent was slightly deployed. The product prepped fine prior to use and there were no noticeable damages to the product or its packaging prior to use. The physician reported the intervention as very routine and uneventful besides the product malfunction. Any additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the field indicating that during a coronary intervention the shaft of the catheter broke. When the physician went to inflate the balloon with the stent then he lost pressure at 5atm. The physician thought that the balloon had ruptured so he tried to retrieve the catheter, but only half of the catheter came out leaving the other half with the stent deployed. The balloon was inflated to only at 5 atm and the balloon at about 35-40 cm. The catheter was left in the patient, but they were able to retrieve it without any patient injury. The procedure was finished using another cypher sirolimus-eluting coronary stent of unknown size.